Event description:
The pt was implanted with a vented electric lvad in 2002. In 2003, the hosp nurse reported that the pt's family member had found the pt at home unconscious on the floor. The pt then was hand pumped and sent to the hosp. The hosp replaced the lvad controller and returned it to the MFR for eval. The pt remains on electric actuation of the lvad while awaiting a heart transplant.